Event description:
It was reported that this pacemaker was discovered to be in safety core. The field experienced difficulties interrogating the pacemaker afterwards as well. A revision procedure has been planned, but for now the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to be in safety core. The field experienced difficulties interrogating the pacemaker afterwards as well. A revision procedure has been planned, but for now the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to be in safety core. The field experienced difficulties interrogating the pacemaker afterwards as well. A revision procedure has been planned, but for now the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection of the device case and header noted no abnormalities. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. While on external power, an attempt was made to communicate with the device, however the memory was corrupted, and a memory dump was unable to be performed. After downloading new firmware in the device, the laboratory was then able to communicate with the device using a programmer. The battery was forwarded for detailed analysis which found depleted cells; however, the root cause could not be conclusively determined.